Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for decline in overall function over the past month. The patient had a (B)(6) weight loss, lightheadedness, and palpitations. A review of the log file noted no unusual alarms or events. The patient underwent an echocardiogram and right heart catheterization, both of which were normal. An electrophysiology consultation initiated amiodarone due to patient's atrial fibrillation. There were no additional details.

Manufacturer narrative:
Section b5: additional information. Section h4: corrected data. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from on (B)(6) 2020 at 9:17:29 through on (B)(6) 2020 at 14:01:10. The log file was comprised of routine power cable disconnects and pi events, which resulted in momentary decreases in speed per design. The pump appeared to function as intended. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2019. The hm3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing this event.

Event description:
The arrhythmia did not result in vad complications. The arrhythmia did lead to amiodarone toxicity. The arrhythmia did not exist prior to the pump implant. The patient had an implantable cardioverter defibrillator, manufactured by boston scientific. The ICD was implanted prior to the pump implant. The patient was taken off amiodarone. The account was treating for hypothyroidism.